Manufacturer narrative:
Concomitant medical products: 419478, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted that the cardiac resynchronization therapy pacemaker (crt-p) appeared to pace on the r-w ave and did not appear to capture as expected. It was also noted that the right ventricular (rv) lead exhibited possible intermittent undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.